Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula on (B)(6) 2025. The infusion set was in use for 3 days. The site of insertion was abdomen. The patient noticed symptoms after 3 hours of insertion. The patient blood glucose level was 506 mg/dl and was treated with correction injection via multiple daily injection (mdi). No further information available.